Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in clinic with a device that was post-paced t wave oversensing on the ventricular channel. Patient was asymptomatic. The device was reprogrammed during the device check.